Event description:
The following has been reported: the customer reported that the screen was completely blue and the infusion data was not being displayed. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.